Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and upon initial inspection found j1 on power supply not seated all the way with about 1/8" gap. Cleaned prongs on j1 and reseated connection. Measured j1 voltage steady and unwavering. Measured power out of power supply to generator board, voltage also steady with no drift. Xray was enabled. Rebooted system 3 times to verify xray remained enabled. Performed system checkout, checkout passed. System performed as intended. MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the x-ray was disabled on the system. The system showed that the x-ray was disabled upon bootup. They rebooted, which seemed to resolve the issue, so they brought the system into a case. They took the images they needed, but the system went back into x-ray disabled. They needed more images, so they rebooted again, which again allowed them to take the images they needed, but the system went back into x-ray disabled again. They had taken all of the images they needed for the case to be successful. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.